Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urina ry/bowel dysfunction. It was reported that the device was implanted the incision site had been sore and they couldn't get comfortable. The patient said they never had a fever. The patient said they sent photos to the nurse as the incision site was sore and red. The patient saw the nurse on (B)(6) 2025. The nurse told the patient to give it a week; the nurse said it looked irritated but not infected. The patient said the incision site got swollen, red and very painful. The patient said the nurse and surgeon on (B)(6) 2025, the patient said the incision "looked nasty". The patient said they treated it as a superficial infection. The patient was on antibiotics for 2 weeks and the swelling and redness have gone down. The patient was seeing the nurse today. The patient said they would like someone they can stay in contact with. The patient said they will discuss concerns with the nurse. The patient reported incision site infection which was treated with antibiotics. The patient had follow up appointment today.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.